Event description:
It was reported that the patient presented with intractable back pain, bilateral hip and leg pain worse on the right than the left. This failed to improve with conservative measures. Workup with a discectomy revealed marked degenerative disk disease at l5-s1 with reproduction of pain. Patient also had evidence of myelography of a central disc protrusion at l4-5 with bilateral foraminal stenosis at l5-s1. The patient underwent transforaminal lumbar interbody fusion (tlif) at l5/s1 using rhbmp-2/acs and autograft, instrumentation with pedicle screws and rods. 24 days post-op, the patient underwent lumbar MRI. The study was interpreted to indicate "there has been interval posterior fusion at l5-s1 with bilateral instrumentation. There is disc desiccation and loss of disc space height at l4-5. There is an oval 1cm t1 hypointense focus in the extradural space on the left at l5-s1 level, just inferior to the left l5 nerve root." At 41 days post-op, the patient presented for follow up office visit. Per the physician's notes, the patient "is getting about well, although he does have some pain in his lower back and in his left buttock area." "He has antalgic gait." At 90 days post-op, the patient presented for follow up office visit. Per the physician's notes, the patient "is not having any radicular pain and he gets about well. He has completed his physical therapy but still has myofascial pain in the region of his lower back. Plain film reveals good alignment and construct position. His gait and station are normal and he is able to walk on his toes and heels without difficulty." At 160 days post-op, the patient underwent caudal catheter placement with epidurography at s1 and nerve root injection at l4 and l5. Patient tolerated procedure 302 days post-op, the patient presented at follow up office visit. Per the physician's notes "[patient] states now that he is having lower back pain, bilateral hip and leg pain. He states that this came on ever since he returned to work." "Plain film evaluation of lumbar spine reveals a stable construct at l4-5 but [doctor] did not see any evidence of neural compression." At 321 days post-op, the patient underwent lumbar CT scan. The scan was interpreted as follows: "asymmetric disc bulge seen to the left of midline at l4-5. Soft tissue seen anterior to the thecal sac within the spinal canal at l5-s1." "There are end plate degenerative changes at this level. There is narrowing of the left neural foramen secondary to degenerative change." At 736 days post-op, the patient underwent lumbar CT scan. Findings noted as follows: "there appears to be partial sacralization at l-5. The patient has undergone previous fusion at l4-5 with screws and pedicles bilaterally at these levels. The remainder of the vertebral bodies are normal in height with normal alignment." At 1204 days post-op, the patient presented for follow up office visit with an MRI scan of lumbar spine. Per the physician's notes," "no abnormalities at tlif l5-s1 level. There appears to be at least some component of recurrent herniation at l4-5. The disc is markedly degenerative and the remaining levels are completely normal." At 1465 days post-op, the patient presented for follow up office visit. Per the physician's notes "[patient] is having equal pain in both legs now." At 1492 days post-op, the patient presented with vertical segmental instability of l4-5 with possible herniation of l4-5l5 on the right status post posterolateral interbody fusion at l5-s1. The patient underwent removal of hardware at l5-s1, inspection of fusion (solid), revision midline decompression of l4-l5 with exploration of the disk of l4-l5 on the right (not herniated), plif of l4-l5 on right, posterolateral fusion of l4-l5. At 92 days post-op, the patient presented for follow up office visit. Per the physician's notes "[patient] is doing quite well following his plif and posterior lateral fusion l4-5 above a previous l5-s1 fusion. He has excellent relief of his pain. X-rays today show excellent position of the hardware, plif spacer and posterior lateral graft." At 245 days post-op, the patient underwent interlaminar epidural steroid injection and lysis of adhesions at s1 with epidurography, nerve root injection / transforaminal epidural injection at right l5. The patient tolerated the procedure well. At 433 days post-op, the patient underwent interlaminar epidural steroid injection and lysis ofadhesions at left s1 with epidurography, nerve root injection /transforaminal epidural injection at l3 and l5, left side. Per the physician's notes, "epidurography showed obvious loculation, epidural fibrosis, pervious fusion at l4-5 and large bony fusion mass." At 938 days post-op, the patient was seen for follow up office visit. Per the physician's notes "patient reports that he has not had any pain relief from the procedure. Patient states that his pain score elevated greatly approximately 1 week after his procedure. Patient states that he has pain that begins in his mid back and radiates all the way down to his toes. Back pain is described as a constant aching, throbbing pain. Leg pain is described as a constant ache. Feet and toes are described as cramping often." Assessment results are as follows: deteriorated degenerative lumbar/lumbosacral intervertebral disc and lumbar radiculopathy. At 945 days post-op, the patient underwent lumbar MRI. Imaging interpretation are as follows: "pedicular screws at l3 and l4 from prior fusion. Bone dowel inside l4-5 disc space with grade 1 retrolisthesis of l4 on l5. Old posterior wedge compression fracture deformity involving l5 vertebral body. Negative for any spinal stenosis at l4-5 disc level due to prominent anterior epidural fat. No MRI evidence of recurrent or new lumbar extruded disc fragments." At 1433 days post-op, the patient underwent caudal catheter assisted interlaminar epidural steroid injection and lysis of adhesions at s1 bilaterally with epidurography and nerve root injection/transforaminal epidural injection at bilateral l5. At 1714 days post-op, the patient underwent caudal catheter assisted interlaminar epidural steroid injection and lysis of adhesions at right s1 bilaterally with epidurography and nerve root injection/transforaminal epidural injection at right l4 and l5. At 1731 days post-op, the patient presented for follow up office visit post caudal catheter. Chief complaint: persistent low back pain above belt line - aching. At 1847 days post-op, the patient underwent lumbar MRI. Imaging study was interpreted as follows: "operative changes at both l3-l4 and l4-l5 is appreciated. Pedicle screws appear well positioned bilaterally at l3 and l4. There has been removal of screws from the pedicles of l5 manifest by screw tracts. No disc herniation is present. No significant central canal or neural foraminal compromise is seen."

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Review of radiographic imaging found as follows: on (B)(6) 2004 myelogram CT lumbar l5/s1 fusion with interbody graft, screws in place. Metal artifact makes evaluation of canal contents difficult at the l5 level. No central stenosis noted. On (B)(6) 2005 myelogram CT no real interval change noted from study of 2004. No central stenosis is seen. Details of canal at operative level obscured by screws, contrast. Bone windows have not been provided. On (B)(6) 2010 lumbar MRI interbody devices present at l5 and l4 with pedicle screws at l4/5. No central stenosis is seen. Some heterotopic bone noted behind l5 disc without stenosis.

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.